Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representatives, regarding patient's implantable neurostimulator (ins). Pt thought their scs neurostimulator never worked to begin with. The ins would give an electric jolt like they were being electrocuted. When the pt would sit they had to lower the intensity and when they stood they would have to increase it; but if the pt did one wrong movement it electrocute where they could not move their leg. The issues started roughly a month after implant and they had a rep come out multiple times. When the pt got the ins implanted the therapy never reached their back and the rep said a couple procedures could be done to try to get the therapy to their back (agent understood procedures were programming sessions with the rep). Months and months the pt would go out to see the rep who would program and they switched to a different rep to come see them but it had not worked. One day at an appointment both legs were working then one stop for there was no connectivity. The therapy never helped above their thighs to their back for it shut off. Pt said the rep gave up trying to reach their back and during the trial the pt was at 90% relief and was better. The pt felt they got scammed and they notified their doctor and want to remove it but no one wants to talk about replacing the ins. The rep said they could not connect to two electrons on the leads for they thought they were broken but the pt did not know why hands are in the air. The pt ended getting an abrasion where they burned the nerve endings on their back, they did that since the ins was not working. The pt was now going through extra procedures due to faulty equipment from the ins in their back. The pt did not get put under for the ins procedure for they did lanacane instead of anesthesia. The pt was now trying to figure out what to do to get equipment they had during the trial then what was in them. Agent reviewed if there was a difference in the leads from trial to implant due to pts questioning. Agent asked what they told the rep about the situation they said the rep said it will take a few procedures when it only took one time to set it up when they had the trial and they did 5 days with it and they did not need to adjust the therapy once; during trial the pt was able to run again with no pain and was off all medications. When getting the ins pt was told they only had to charge once every 24 hours or 48 hours depending how much stim they use but they charged twice a day then three times a day. The following week the pt an appointment to make adjustments since not reaching their back. The pt had the stimulation at 4.8 and the pt was in a support group where people had the same therapy set at but they did not charge as much for the pt was now charging the ins 3 times a day. The ins now was needing to be charged 4 times a day. The rep changes reps and get another rep and they said the electrons on the leads were damaged and they would work around it for a program and it still did not work for it was faulty. The pt went to a medical appointment and as they sat down the left leg was not working while the right leg was getting stimulation, they were still not getting stimulation in their back. Pt also had left hip surgery and they felt nothing in left leg. The pt went to stand up and lay down at the appointment and the pt got electrocuted and had to have them grab the remote to shut it down and was fine. The pt notified their pain management doctor and their rep about being electrocuted who then said to turn off and pt had not seen a rep since. Pt said the reps were awful for they gave up and don't have patience or knowledge; the ptt entrusted them installing a product that would work and had the insurance pay for it but now the pt was on meds again in pain and had gone into the ER due to the pain. The doctor now wants a fusion in the pt but the pt wanted to be normal for a while. Pt said the reps need to contact them. Reps reported that the patient said she is having trouble with her pain stimulator, unhappy with therapy efficacy, return of pain. The patient is unhappy with the efficacy of the therapy. She was originally implanted for low back and leg pain. She currently has no leg pain but the pain in her back has remained unchanged after several reprogramming sessions. She is requesting an explant of the ipg. Another rep reported that patient stated that she received no pain relief from stimulator since it was implanted. She states that she got 90% pain relief from trial but nothing from implant despite several attempts to reprogram. She believes the device is faulty and wants it explanted and replaced. Rep reported that only one electrode had high impedance. Value not known. Programmed around high impedance electrode. The issue was ongoing. Rep reported that the cause has not been determined. The patient is coordinating with the pain clinic to discuss explant versus revision. The patient was reprogrammed several times and coverage was never achieved in the back. Her leg pain was controlled. Reps were only aware of pt not getting therapy in the back; they were not made aware of the jolting and rep believes that the jolting/electrocuted issues mentioned by patient is normal stimulation sensation. Patient has been programmed several times, there was never any mention of jolting. The only issue is that patient doesn't feel the device is reaching the back. Rep stated he was not aware of the abrasion or any other procedures that patient had have. Rep stated patient¿s device does not have any issues, it is just the back they cannot get the therapy relief in.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that the trial worked and they didn't have to charge during the trial for 5 days, but ever since they got the implant the stimulation didn't work and they had to charge a lot. Pt said they were told they would charge every 24-48 hours but pt had to charge more often. Pt got increasingly escalated and said they think the device was a lemon when installed. Pt said they were told military personal would benefit from the device, but pt said there was no way they could be active duty deployed with having to charge like they do. Pt also repeated the reps would keep trying to reprogram the device to see if that would work and pt asked why pt didn't have the implant replaced sooner and mentioned they were told at their last progr amming appointment that 2 electrodes were damaged. Agent asked pt if the pt let their hcp know about the issues with the stimulator and pt said the doctor knows now. Pt said they passed up a "neuro" appointment for the stimulator and have now lost their career because of the device. Patient mentioned they were seeing a neurosurgeon soon, agent reviewed to continue working with their doctor regarding replacement and warranty process.